Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) got stuck in the cartridge. The customer used a tecnis lens and a johnson & johnson platinum series cartridge(mtec30). When trying to inject the lens into the camera, the lens got stuck inside the cartridge and the injector pierced the cartridge while it was already inside the patient's right eye. Customer mentioned that the cartridge was new. Customer provided photos that show how the lens was stuck inside the cartridge with the tip damaged. Customer stated the product was rendered useless. The procedure was completed with a backup jnj lens. It¿s important to note that the patient was not harmed. There was no capsule tear or sutures required. Additionally, the doctor who performed the procedure was advised by a johnson & johnson representative. The iol was stuck in the cartridge but also partially inserted into the eye. No further information was provided.

Manufacturer narrative:
Section a2 age or date of birth: information unknown/not provided. Section a4, patient weight: information unknown/not provided. Section a5, ethnicity: information unknown/not provided. Section a5, race: the customer responded mexican. Section d6a, if implanted, give date: not applicable as this is not an implantable device. Section d6b, if explanted, give date: not applicable as this is not an implantable device, therefore not explantable. Section e1, address - (B)(6). Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted."

Manufacturer narrative:
Device evaluation: the suspect product was not received. However, the customer provided photo was evaluated. The photos display the suspect cartridge, and the cartridge tip can be observed to be deformed. Due to the quality of the photos and no product being received, no further evaluation and no further issues could be identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.